Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue; the alarm did not power up when using customer's batteries or new batteries. The alarm powers up when using an external power supply or 9v adapter however; there is battery leakage residue on the flat contacts and inside the battery compartment. Aqualert water indicator label shows moisture exposure. Note: posey instructions for use has a warning statement: if the alarm is subjected to severe mechanical shock, such as dropping, or is submerged in liquid, it may stop functioning as designed. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. Check to make sure the audible alarm is functioning properly by applying and lifting weight off sensor in several spots to activate the alarm. Do not use if the audible alarm does not sound. Take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always installed a completely new set of batteries when the chirping due to low batteries power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).

Event description:
Customer reported unit will not power on. The customer reported the batteries were replaced with a new supply, no signs of battery corrosion or leakage in the battery compartment and the battery springs are not bent. The customer did not provide a date when this discovered. There was no pt incident or injury reported.